Event description:
Per the clinic, the patient experienced facial nerve stimulation, resulting in device non-use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2012; patient has no intention of being reimplanted.this report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a surgery to explant the electrode array on (B)(6) 2013, due to an infection and ear canal polyp. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).